Event description:
It was reported that on an unknown date, the plate opened but not used due to it being too big for the patient. Ended up using a 2.7 lcp plate instead. Surgery was not delayed due to the reported event. There were patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample found a missing pin that attaches the guide with hook additionally it was observed that the needle shows signs of bending. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Furthermore, the misuse allegation can be confirmed due to the reported event. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the depth gauge f/lock-scr meas-range-110 f/ would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part:03.010.072 lot no:9921435 manufacturing date:16 sep 2016 manufacturing site: werk hagendorf a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.